Manufacturer narrative:
The pod was received in the not deployed position. The download data contained a rotational sensor error with no timeouts or drive stalls. No hazard alarms were observed. The pod was rerun to see if the rotational sensor error would be replicated. The rerun data contained a rotational sensor error with no drive stalls. A slight increase in pulse widths was observed towards the end of the pod's run, however they did not reach timeout values. Inspection of the drive mechanism assembly found the commutator cap to be contaminated. The contamination found on commutator cap resulted in the rotational senor error observed in the original and rerun data. The contamination found resulted in the needle being unable to deploy after priming was completed. Inspection of the needle mechanism assembly found no damages or manufacturing deficiencies that would contribute in the needle being unable to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy as intended at pod activation.